Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known.

Event description:
A customer reported their battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.